Manufacturer narrative:
Zimmer biomet complaint# (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient pulled the velcro on her sflx 2 coil so tight that the coil burned her foot. The patient then took a 3-4 hour break from treatment, and then tried to treat again and pulled the coil very tight, but the coil started to heat up after 15 minutes so she stopped and called customer service. The patient was advised that she should never pull the velcro on the coil too tight. The velcro should only be tight enough so that it doesn't fall off her foot. The sales representative was called, and he suggested that she wear a sock under the coil. If there's an issue with it falling off in bed, she can loosely wrap an ace bandage over the coil so it doesn't fall off her foot during the night. The suggestion was discussed with the patient, but she said she does not plan to treat in bed at this time. The patient claims she will pause treatment at night and try to treat tomorrow while adhering to suggestions. It was later reported that the patient's pain was on her skin. The patient rated her pain as a 10 on a scale of 1 to 10, which is considered severe. The patient has not increased their daily activities. The patient has not contacted the doctor, but will be doing so. The patient did not take any over the counter medication for the pain. The patient stated that she wraps her foot in an ace bandage and then puts on the coil and the pain has gone away. No additional patient consequences have been reported.

Event description:
It was reported by the patient that she pulled the velcro on her sflx 2 coil so tight that the coil burned her foot. The patient then took a 3¿4-hour break from treatment, and then tried to treat again and pulled the coil very tight, but the coil started to heat up after 15 minutes so she stopped and called customer service. The patient was advised that she should never pull the velcro on the coil too tight. The velcro should only be tight enough so that it doesn't fall off her foot. The rep was called, and he suggested that she wear a sock under the coil, and if there's an issue with it falling off in bed, she can loosely wrap an ace bandage over the coil, so it doesn't fall off her foot during the night. The suggestion was discussed with the patient, but she said she does not plan to treat in bed at this time. The patient claims she will pause treatment at night and try to treat tomorrow while adhering to suggestions. As per the additional information received, the patient stated that the pain was on her skin and that the pain was a ten out of ten. The patient has not increased their daily activities. The patient has not contacted the doctor but will be doing so. The patient did not take any over the counter medication for the pain. The patient stated that she wraps her foot in an ace bandage and then puts on the coil and the pain has gone away. No additional patient consequences have been reported. The sflx-2 coil was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.